Event description:
Mic jejunostomy tube inserted surgically. Tube burst 5/8/00 approx 1/2" from pt's skin: unrepairable. New tube inserted surgically. Potassium tablets - dissolved as well as possible - being given with 60 cc syringe at time of tube bursting.